Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that right after having lunch, pt believes she had food poisoning. Pt felt very sick and remembers she was vomiting around 8 pm that same day. Pt states that she went to bed and while asleep she lost consciousness and slipped into a coma. Pt's son, unable to reach his mother on the phone, called paramedics who had to break her door in order to get in and tend to pt. Paramedics measured pt's bg and pt believes it was approx 1000 mg/dl, although she is unsure. Pt was hospitalized for 10 days, the first 4 days of which, pt was in a coma. Pt is unsure as to whether the coma is hyperglycemia related or not. Pt admits that she typically restarts multiple sensor sessions with the same sensor. At the time of her call to dexcom technical support, reports that she was feeling better and was regaining her strength.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.